Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as no event date was provided.

Event description:
It was reported that failure to deflate and difficulty to remove occurred. A percutaneous coronary intervention was being performed. A synergy megatron drug-eluting stent was deployed. The balloon of the stent deflated poorly after implant and the balloon was unable to be removed. All products were removed together as a unit.

Event description:
It was reported that failure to deflate and difficulty to remove occurred. A percutaneous coronary intervention was being performed. A synergy megatron drug-eluting stent was deployed. The balloon of the stent deflated poorly after implant and the balloon was unable to be removed. All products were removed together as a unit.

Manufacturer narrative:
Device evaluated by MFR.:a distal section of a stent delivery system (sds) was returned for analysis without the manifold, proximal shaft and stent. The returned distal section of the device was mounted on the distal end of the customers guidewire which was unable to be removed. The stent was not returned as the stent was implanted. The balloon cones were reviewed, the balloon appeared in a partially deflated state with folds relaxed and the distal balloon cone bunched. A visual and microscopic examination of the bumper tip showed signs of damage. The hypotube portion of the device was not returned for analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft break in the midshaft region 32 cm proximal to distal tip with the proximal shaft not returned. The inner shaft polymer extrusion was stretched at the bicomponent bond and at the port bond. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. Functional testing was performed and they were unable to attach inflation device to the broken section of shaft therefore the device was cut 10 cm from the break side to allow for an inflation aid to be connected to the inflation lumen. The balloon inflated without issues to 16 atmospheres and deflated within 15 seconds as per the instruction for use. The encore device was verified before and after inflation using a druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that failure to deflate and difficulty to remove occurred. A percutaneous coronary intervention was being performed. A synergy megatron drug-eluting stent was deployed. The balloon of the stent deflated poorly after implant and the balloon was unable to be removed. All products were removed together as a unit.